Manufacturer narrative:
(B)(4). Date sent: 8/28/2017. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the doctor performed a total vaginal hysterectomy on a patient with an enseal x1 instrument and while the patient was in recovery, the doctor was monitoring the patient's hematocrit, saw the value start at 41, drop to 27, then 23, the patient went into tachycardia then admitted the patient to surgery. The doctor performed an abdominal incision on the patient, removing 1500 cc of blood and after the blood was removed from the patient, noticed three different minimal spots that were oozing blood, where the enseal instrument had been used to cut and seal tissue. The patient received two additional units of blood. Patient has since been discharged and reported as doing well.